Event description:
According to the reporter, during lung wedge resection in a video assisted lobectomy, the stapler jammed and would not fire. No staples were deployed. Reload was removed and a new reload was loaded; however, still jammed and would not fire. There was an unanticipated tissue loss a result of this problem. A surgical intervention was needed to prevent a permanent impairment of a function - a bigger specimen was required to be taken due to stapler malfunction. Another stapler was opened and the procedure continued without event. The patient is alive.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the hcp reported that the incision was not extended during this procedure.